Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a valid lab comparative. Reporter stated result was 400 mg/dl and within one minute the lab result was 100 mg/dl. Reporter indicated no treatment was received as a result of the alleged comparative. Reporter stated original result received were 500 mg/dl prior to going to the doctor to have the lab test run. Reporter indicated not feeling like results were that high and was dosing insulin however still obtaining the results that were over 500 mg/dl. Reporter stated no controls were used and a request was made for the return of the suspect device and replacement product was sent.